Event description:
In 2009, the pt reported experiencing elevated blood glucose of 300-400 mg/dl for the past couple of weeks. She stated that she has been injected insulin via syringe, bolusing through the infusion device, and adjusting the infusion device basal rates in an attempt to lower her readings. She stated that she found that she was not properly saving the basal rate changes in the infusion device and she was educated on the proper procedure. She stated that she usually has issues with air bubbles in the insulin cartridge after insertion into the infusion device. She stated that she does not allow insulin to reach room temperature prior to use, and she was advised to do so. She was not experiencing air bubbles at the time of the report. The time and basal rates were programmed correctly. She stated that she had been in contact with her physician regarding elevated blood glucose. The pt called back in the same month, and stated that after the initial report she attempted to bolus 3 units of insulin and an e4 (occlusion) error was displayed. She stated that she has received e4 errors "off and on" during basal and bolus delivery since elevated blood glucose began. She disconnected from the infusion site and primed, and e4 was displayed. She removed the infusion tubing and primed through the adapter and e4 was displayed. She removed the insulin cartridge from the infusion device and primed without error. The adapter had been in use for over 2 months and she was advised to change it every 10th insulin cartridge change. She stated she changes the infusion tubing and insulin cartridge every 3 days. She stated that she changes the infusion site every 3 days, and she was advised to change it every 2 days. She uses lithium batteries and was advised to use alkaline batteries. Upon f/u the following month, the pt reported that her blood glucose had returned to normal (100 mg/dl), and she had no further issues with occlusions. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set, insulin cartridge, and adapter were requested to be returned for eval.